Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with inappropriate therapy due to inverted rv and ra leads connection. The connection was reversed. The patient is doing fine after procedure.